Manufacturer narrative:
Retainer ring = black customer complained about the device having a rewind anomaly and high bg on event date of 18-nov-2021. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0871. The history/trace downloads were successful using thus software. No alarms or alerts noted during testing however, rewind anomaly alarm was found in pumps memory on event date. Pump error 130 was found on 11/18/2021 11:25:21.000 in history files. Device was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg, however, rewind anomaly was confirmed due to pump error 130 found in pump history download. Motor tested on ngp stb3 and passed testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that rewind anomaly occurred. There was no adverse impact or consequence reported as a result of this event.